Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation.

Event description:
It was reported that prior to the start of a da vinci-assisted general surgical procedure, the instrument drape had a recognition part of the instrument was broken preventing it from functioning properly. There was no report of patient involvement.